Event description:
Boston scientific received information that during a follow up a safety mode message was displayed and it was not possible to interrogate this device. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.